Manufacturer narrative:
The ge oec service rep investigated the issue and made adjustments to the automatic exposure control for brightness and contrast of the images. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec stenoscop fluoroscopy system had reported poor image quality.